Manufacturer narrative:
Tech told the account this could be the head hi/low down valve or the trendelenburg valve. Account stated, the head hi/low hydraulic cylinder was removed unnecessarily but will be reinstalled today. Once the cylinder is reinstalled onto the bed, they are going to troubleshoot the valves. Tech provided the valve location on the manifold for hi/low head down and up and gave instruction on setting bed up for hydraulic repairs. No further info is available on the repair of the bed at this time.

Event description:
Account alleged that the head hi/low drifts down over night. No injury reported.